Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered multiple shocks. There were no determinations regarding whether the shocks were deemed appropriate. Upon interrogation, it was discovered that the device was in backup vvi mode. The device was reprogrammed and restored to nominal settings. The patient was stable.